Event description:
It was reported that this patient developed a rash and hives after some days of having the insertable cardiac monitor (icm) implanted. The unwanted reaction was observed around the implant site and was reported to migrate to other partes of her torso. The device has been explanted and returned for analysis at this time. The clinic is testing the patient for reaction to metals. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this insertable cardiac monitor (icm) was thoroughly inspected and analyzed. This device was put through and passed a series of automated tests which verified sensing an device functionality, no failing conditions were found. However, the performed evaluations cannot provided relevant information for allergic reaction related allegations.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient developed a rash and hives after some days of having the insertable cardiac monitor (icm) implanted. The unwanted reaction was observed around the implant site and was reported to migrate to other partes of her torso. The device has been explanted and returned for analysis at this time. The clinic is testing the patient for reaction to metals. No additional adverse patient effects were reported.